Event description:
It was reported that insulin was squirting out and the down button was not responding. Advised the caller revert to back up plan. The father stated when the insulin squirted out the insulin pump did not alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device passed the prime test. However, the insulin pump was received with missing end cap sticker and intermittent button response due to moisture damage on the keypad trace.